Event description:
A health care professional reported during intraocular lens (iol) implant procedure, when the iol was being loaded the haptic was broken no patient contact. The procedure was not completed on same day. Additional information has been requested and received stating the iol trailing haptic broke during loading and was never used with no patient contact and no patient harm. Iol was discarded.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).